Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that a vs30 fell off one of the stands and split into two pieces. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer and confirmed the issue was due to the unproper screws used in the mount. The customer was provided replacement screws and provided with instructions to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.